Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd needle, the device experienced a clogged needle. The following information was provided by the initial reporter. The customer stated: we inform you that we have received a customer complaint for a needle quality problem ("blocked injection system").

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd needle, the device experienced a clogged needle. The following information was provided by the initial reporter. The customer stated: we inform you that we have received a customer complaint for a needle quality problem ("blocked injection system").

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08-mar-2022. H.6. Investigation: a device history record review was completed for provided material number 304000 and lot number 210338. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. To aid in the investigation of this issue, our quality engineer team was provided with a caverject kit, with the microlance needle and the syringe. Through examination of the returned products, it was found that the microlance needle was clogged. The microlance sample displayed needle lumen occlusion. Since the device was used and there were no abnormalities detected during the production process, it is possible that the medication used could have had some implication in this issue. In certain circumstances, the drug may become deposited inside the cannula, causing blockage due to crystallization or other solubilization effects. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. All in process inspections as well as the final inspection for clog conditions were within specifications during production, with zero clogs noted. During the cannula assembly process, all needles are inspected for occlusion through the use of a light source and camera system. If the light source is not sensed on the opposite end of the needle, an occlusion may be present and the needle is automatically rejected.

Event description:
It was reported when using the bd needle, the device experienced a clogged needle. The following information was provided by the initial reporter. The customer stated: we inform you that we have received a customer complaint for a needle quality problem ("blocked injection system").